Event description:
Note: this is the first of two devices involved in this event. Please refer to manufacturer report #3005099803-2009-01603 for the second device. It was reported to boston scientific corporation that a ureteral dilator was received in materials management. The shipment box was opened and the packaging of the device was found to be folded in half. The devices were creased and broken. There was no pt involvement.

Manufacturer narrative:
The device has been received, but a failure analysis has not yet been completed. Upon completion of the failure analysis, if there is any further relevant info from that review, a supplemental MDR will be filed. (B) (4).